Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had exhibited noise which oversensed and resulted in pacing inhibition, however pacing was not inhibited for more than two seconds. Noise was not able to be recreated in clinic and continued monitoring of the system was discussed. Out of range pacing impedance measurements were later detected. The patient is not pacer dependent and the device was nearing elective replacement indicator (eri). Lead replacement was being considered for when the patient undergoes routine device change out. No adverse patient effects were reported.